Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported via phone call that daughter had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 496 mg/dl. The customer was treated for high blood glucose with manual injection of three and half units. Customer was advised to monitor blood glucose. Customer was on the way to school.